Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-00227. It was reported that following a coronary stenting treatment procedure, the patient expired. The lesion being treated was located in the proximal right coronary artery (prox rca). The target lesion was treated with placement of two taxus express2 stent of size 3.50x20mm and 3.50x32mm. In (B)(6) 2011, the patient developed suspected acute myocardial infarction and died on the same date. No autopsy was performed. No additional information is available at this time.